Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for > 150 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h4; h6 and h11. Corrected field: e1. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: working channel, suction, aqua jet, air. Cfu: >150 colony forming unit (cfu). Bacterial identification: pseudomonas aeruginosa. The device was tested negative by olympus; therefore, the user request is not confirmed. Based on the information provided, there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks and foreign objects) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, olympus is not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instruction for use (IFU) with product status. Based on customer hygiene microbiological investigation (hmi), water quality and drying procedures should be audited. After reprocessing by olympus, the hmi results could not confirm customer findings and within the acceptance criteria. In addition, the following reportable malfunctions were identified during the device evaluation: air water (aw)-cylinder (tube) has foreign objects." (White foreign material); air water (aw)-tube has foreign objects." (White foreign material). According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.